Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 24503 was returned and analyzed. Visual inspection was performed and no anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the catheter was never used (no application performed). During functional testing, the console terminated the application and triggered system notice #12218 (the safety system detected a compromised outer vacuum). The balloon catheter was inserted into the balloon sleeve when the vacuum was applied, then pushed into the sheath, the flush and aspiration was also performed and retracted to the sleeve without any issue. No anomalies were identified on the balloons bonding and the shaft. During functional testing of the printed circuit board (smart chip/blood board with security chip), a defective pressure sensor was identified. The pressure sensor was not generating the expected output voltages corresponding to pressure changes. In conclusion, the reported air ingress issue was not confirmed during testing. The balloon catheter failed the returned product inspection due to the pressure sensor on the blood board was confirmed as defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, air bubbles remained within the catheter and could not be removed during preparation of the balloon catheter. The catheter was exchanged due to the presence of air bubbles. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, air bubbles remained within the catheter and could not be removed during preparation of the balloon catheter. The catheter was exchanged due to the presence of air bubbles. The case was completed. No patient complications have been reported as a result of this event.